Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6) patient of unknown gender had a graft implanted on (B)(6) 2015. A follow up cta was done per protocol of the low profile study. A thrombus was found in the right common iliac inside of the limb on (B)(6) 2016. Stents were placed in the right and the left iliac and ballooned each iliac with kissing balloons to trap the clots against the wall in order to open the vessels. An unintended section of the device did not remain inside the patient's body. The patient did require an additional abdominal angiogram and stent placement procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, trends, and quality control of the device was conducted during the investigation. The complaint device was not returned, therefore no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Clinical factors that may have contributed to thrombus development include genetic predisposition, iliac tortuosity, external compression, pulsation / repetitive stenosis, narrow inner iliac lumen, vessel damage, and rough surfaces. However, based on the information provided, no product returned and the results of the investigation, a definitive root cause to the reported event could not conclusively be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. The new information provided does not change the previously completed investigation evaluation related to thrombus formation within the leg graft. Therefore, the conclusion of the investigation remains unchanged. E3: supply coordinator. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
On 08jul2015, under general anesthesia, a male patient received a main-body graft (B)(6) an ipsilateral (right) iliac leg graft (B)(6), and a contralateral (left) iliac leg graft (B)(6). The patient was participating in a study. The devices were deployed without difficulty. A molding balloon was used without complications or difficulties. No ancillary components were placed and no additional procedures were performed. There were no adverse events observed during the procedure. At the completion of the procedure, the graft was fully implanted and patent with no kinks. A type ii endoleak was noted. The patient was discharged on (B)(6) 2015 and no adverse events were reported. Independent lab analysis of the procedure angiogram noted a patent graft with no evidence of endoleak or kink. A computed tomography (CT) scan and a x-ray were completed in the one-month follow up on (B)(6) 2015. The study site analysis of the imaging indicated the grafts were patent with no endoleaks. The device were intact with no evidence of barb separation, stent fracture, component separation or stenosis. An independent lab analysis of the imaging indicated the grafts were patent. The devices were intact with no evidence of barb separation, stent fracture, component separation or stenosis. A type ii endoleak was identified. At the six month follow up on 15feb2016 a CT scan and x-ray were completed. The study site analysis of the imaging indicated that the grafts patent. The devices were intact with no evidence of barb separation, stent fracture, component separation, stenosis or migration. A type ii endoleak was identified. The independent lab analysis of the imaging also indicated the grafts were patent. The devices were intact with no evidence of barb separation, stent fracture, component separation, stenosis or migration. A type ii endoleak was present. On (B)(6) 2016 during the twelve-month follow-up a CT scan and x-ray were completed. The study site analyzed the imaging and indicated the grafts were patent and there was thrombus present in the right iliac limb and "distal to gate." A type iii endoleak was identified. The devices were intact with no evidence of barb separation, stent fracture, component separation, stenosis or migration. The independent lab analysis of the imaging was not provided. The patient had a follow up computed tomography angiogram (cta) performed on (B)(6) 2016 per protocol for the study. Thrombus was identified in the right zsle-16-74 and the left (B)(6). The thrombus was treated by percutaneous placement of a competitor's stents in the bilateral iliac arteries. Each iliac artery was ballooned with kissing balloons to trap the clots against the wall in order to open the vessels. The study site indicated that the secondary intervention was successful. On (B)(6) 2024 it was reported that a type 2 endoleak on the main body graft was identified. Additionally, it was reported that an explant was required. It is currently unknown if all the grafts were explanted or just the main body graft. The explant procedure took place at a different facility than where the grafts were initially placed. The focus of this report is the thrombus that was identified inside the ipsilateral (right) iliac leg graft (B)(6). An additional MDR report for this patient identifier 1393167 was submitted under MDR # 1820334-2017-01497.

Manufacturer narrative:
Inadvertently omitted on follow-up 1.